Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. There was no reported adverse impact to the customer's blood glucose (bg) level. The customer declined to discuss the issue with tandem technical support, therefore no additional information could be obtained.